Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(4) reports an event as follows: it was reported on an unknown date that a patient had screws pull out due to the large forces on the plates and screws. The maxillary plates are prone to infections because the osteotomies don't set. The plates are large to compensate for the distances that they need to be moved and forces they need to overcome to prevent death from sleep apnea. Concomitant devices: trumatch orthognathics kit genioplasty/ add-on (part sd980.013, lot unknown, quantity unknown). Trumatch orthognathic kit full bimaxillary (part sd980.001, lot unknown, quantity unknown). This report is for one (1) unknown screw. This is report 1 of 1 for (B)(4). This report is linked to (B)(4).